Manufacturer narrative:
The customer did not return product or sample for investigation testing. The event appears related to the nature of the sample. Based on the testing performed by the customer, the specimen appears to be an example of the crawford phenotype.

Event description:
The customer reported inconsistent weak d results when testing a specimen. The specimen initially tested weak d negative with anti-d (monoclonal blend) series 4 and anti-d (monoclonal) blend series 5. Repeat testing yielded the same results. The specimen was tested by the tube method and demonstrated a 1+ reaction in weak d testing with anti-d series 4 and negative reactivity with anti-d series 5. The customer further tested the sample with gamma-clone anti-d (monoclonal blend) and the specimen demonstrated reactivity at the immediate spin phase and no reactivity in the weak d testing.